Event description:
It was reported by service report that the dip switch settings needed to be changed. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: dip switch settings needed to be changed. Conclusion: dip switch settings were changed per hospital request in order to facilitate bed move to new location. It is not known if the bed was moved at the time of the modification, therefore, it is not known if it was working to specification. If further information regarding location of bed at time of change, or if information on whether bed was operating to specification is discovered during investigation, a follow-up will be filed.